Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. Other relevant device(s) are: software 9735585 stealthstation cranial. The device was not returned, so no analysis was performed. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the following defect was discovered during development and has been confirmed to exist in the released s7 software application, version (B)(4). It was found on an engineering platform and no serial number was provided. If the user has only defined one end of a surgical plan, either the target or the entry, the stealthlink server (B)(4) provides an invalid coordinate for the other end of the plan. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.